Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms when manipulating the system controller¿s white power lead was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed a cut in the outer jacket of the white power lead approximately 8 inches from the controller connector, exposing the underlying protective layer. The returned controller was connected to a test system monitor, test power module, and a mock circulatory loop, and the reported event was reproduced by manipulating the white power cable near the location of the damage to the cable. The integrity of the wires of both power leads were tested, and the brown (relative state of charge (rsoc)) and green (redundant v+) wires in the white power lead did not pass testing. Evaluation of the underlying wires on the white power lead revealed that the insulation of the brown and green wires were damaged, and the inner conductors were being exposing. Further inspection of the damaged wires indicated that the exposed conductors could short to the shielding, which would result in the reported atypical alarms. The reported event was determined to be caused by damage to the insulation of the rsoc and redundant v+ wires in the system controller¿s white power cable; however, the root cause of the damage to the white power cable could not be conclusively determined through this analysis. Incidental findings: fluid ingress was observed in both the system controller power cables. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12mar2019. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was alarming "connect to power and call hospital" when the white power cord moved at the connection site. The system controller was exchanged which resolved the alarm. There was no adverse patient impact.